Manufacturer narrative:
The philips remote service engineer (rse) spoke to the biomed who stated that there is an intermittent issue where the speaker stops generating sound and the device is not sounding red alarms. The biomed stated the device volume is set to 1 at all picix stations and restarting the device will resolve the issue. The rse confirmed the speaker is set as the default speaker. The rse determined that the device seems to have a hardware issue and would dispatch a field service engineer. The on-site support was canceled by the customer as the issue was resolved. No additional details were provided by the customer on the cause or how the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the pic ix speaker stops generating sound intermittently and dose not sound red alarms. The device was in use on a patient at the time of the event. There was no adverse event reported.